Event description:
It was reported that the patient's presented in post-implant clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited a capture anomaly. Programming changes were performed. There were no patient consequences.